Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received an alarm at 2:30 a.m. And her blood glucose level was 51 mg/dl. She had milk and a banana. At 5:00 a.m. She received another alarm and her blood glucose level was 409 mg/dl. The customer's mother believes the insulin pump went into threshold suspend. One of the her sensors fell out. The product was not returned. Nothing further to report.